Event description:
It was reported that the device experienced an electrical reset. The parameters were reset to physician-ordered values, and the programmer displayed a message stating that wireless telemetry was not available, and that only telemetry b works now. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that two power on resets occurred.

Event description:
It was later reported that more than 7 years later, the device had another power on reset (por) due to device circuit error. The device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had been lost to follow up. When the patient was seen approximately 1.5 years later, a full electrical reset was noted. The device was noted to be at end of service due to charge circuit inactive. Reprogramming was performed to turn all detections off as the patient did not want to have the device explanted and replaced. The device remains in the patient.